Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001822565 - 2017 - 08100, 0001822565 - 2017 - 08101, 0001822565 - 2017 - 08102, 0001822565 - 2017 - 08103. Concomitant medical products: femoral stem, unknown part/lot, acetabular cup, unknown part/lot, acetabular liner, unknown part/lot, femoral head, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision at an unknown date to address unknown reasons. No further information has been made available at this time.